Event description:
It was reported that this inflatable penile prosthesis was not inflating. The physician suspected possible fluid leak in the cylinder as the left cylinder was punctured. All the components were explanted and replaced. No patient complications were reported.